Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant, falsely elevated high sensitivity troponin I (tnih) results on patient samples obtained on a dimension vista 500 system. Siemens is investigating the event.

Event description:
Discordant falsely elevated high sensitivity troponin I (tnih) patient sample results were obtained on the dimension vista 500 system. The discordant results were reported to the physician(s). The customer reprocessed the same samples on the same system, and lower results, considered correct, were obtained. The customer did not issue corrected reports. There are no known reports of patient intervention or adverse health consequences due to the discordant high sensitivity troponin I (tnih) results.

Manufacturer narrative:
Initial MDR 2517506-2021-00249 was filed on 03-sep-2021 correction: section d has been updated to reflect that this is an event related to the high sensitivity troponin I reagent and not the dimension vista 500 system. Additional information (06-sep-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the discordant falsely elevated high sensitivity troponin I (tnih) patient sample results. Hsc reviewed the information provided by the customer and the instrument data files. The customer had incorrect tnih correlation factors programmed within the dimension vista system. This issue was resolved by removing the correlation factors from the system. The cause of the event was use error, failure to update the tnih assay lot specific correlation factors with the new tnih flex reagent lot. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.